Manufacturer narrative:
The iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There is one similar complaint for this lot number. (B)(4).

Event description:
Additional information was provided by the nurse, who reported that in the surgeon's opinion the iol did not cause/contribute to the event. No explanation was provided.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to decreased visual acuity and mechanical complication of iol. Additional information has been requested.